Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer did not know the blood glucose reading. The customer stated that the insulin pump had not been working for about 2 months, and he did not have the device present to troubleshoot the issue. He reported that the up and down arrows no longer responded and that the plunger also stopped working. He noted that the device had been dropped outside while it was raining. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.